Event description:
A customer reported that a patient who previously typed as rh negative with anti-d bioclono lot db249a1 in 2005 is now testing rh positive with anti-d bioclone lot db261a. Repeat test at hospital was also positive. Patient's rh positive status was confirmed by arc. Customer stated the patient has not received any blood transfusions at their facility. No death or serious injury was associated with this incident.